Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: ...reoperation, implant removal, hematoma/seroma." Article citation: 'breast implant-associated anaplastic large cell lymphoma: a case report and literature review' letter haley; rop baiywo; edison michele n; turner patricia. Cureus, (2016) vol. 8, no. 3, pp. E546. Electronic publication date: 26 mar 2016 journal code: 101596737. (B)(4).

Event description:
Journal article ¿breast implant-associated anaplastic large cell lymphoma: a case report and literature review¿ abstract states: ¿[patient] presented with several weeks of pain and firmness in [patient] right breast. MRI and ultrasound demonstrated a peri-implant fluid collection. Ultrasound-guided aspiration revealed anaplastic large cell lymphoma. The patient was treated with implant removal alone and has now been in remission for 3 years.¿ pathological markers to confirm alcl have not yet been received; therefore, the event will be reported as lymphoma.